Event description:
Reportedly, during use on a patient, the ventilator display froze with the following error message: "can not open bitmap files. All.c/360". There was no audible alarm; only alarm lamp was lit. Please note that there was no pt injury or medical intervention occurred in this case. Investigation of this issue has found that when this error message occurs the pt continues to be ventilated, however, if a subsequent alarm event were to occur, there would be a visual alarm, but no audible alarm would sound to alert the caregiver or hospital staff. This specific error message has only been noted in the foreign language 3.1b version of the ventilator software.